Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, the surgeon noted that upon removal of the vapr hook electrode from the body, the distal tip, the "hook", was missing from the electrode. The complaint device is reported as not new, but a reprocessed single use device.

Manufacturer narrative:
Our affiliate reports that the complaint device; which is conceived, designed, developed, mfg and regulatory licensed as a single pt use device; has been reprocessed by either the user facility or other entity. The complaint device has obviously fulfilled its requirements and performed as mfg and regulated the one time prior to its reprocessing. We can only attribute the device's failure to the reprocessing, and the responsibility for this failure to the re-processor. The facility did not articulate if there was pt harm or not due to this incident. Also, they did not report if all the pieces were retrieved from the pt. If this is the case and the broken fragment has not been retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. No further action by mitek is warranted.